Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a maintenance required code 5 issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found problem with battery maintenance required code #5, troubleshot the problem and found that the main board was not keeping and holding time for battery expiration date. To address the issue, the fse replaced the main board, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Full event site name: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a maintenance required code 5 issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.